Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: lumbar fusion pre-operative diagnosis for this procedure: lumbar deformity it was reported that intra-op, the driver caused crosslink center nut to strip. The product came in contact with the patient. No patient complications were reported.